Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to one or more of the following: 1 ¿ interference of the esg-400 generator due to scattered electromagnetic interfering fields. 2 - the operator activates the footswitch during generator booting. 3 - a defective footswitch (temporary fault, short circuit in the plug). 4 - a defective footswitch (temporary fault, defective reed contact). 5 - a faulty cable connection between high voltage power supply board and generator board. 6 - a faulty cable connection for the output signal between generator board and relay board. However, the definitive root cause was unable to be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found error codes e433 and e622 in the error log. An old type of generator board was found in the device. The volume knob was also missing. It is assumed the defect was caused by wear and tear (wear and tear is damage that naturally and inevitably occurs as a result of normal wear or aging). The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the hf unit "esg-400" displays error code e433 and restarts in a loop. The issue was found during preparation for use. There were no reports of patient harm.